Manufacturer narrative:
As reported, a patient complained of groin pain and swelling at the access site in the patient's right common femoral vein after a previously performed a pulsed field ablation (pfa) procedure using farapulse and after use of a 6-12f mynx control venous vascular closure device (vcd) to close that site. The patient presented with what was described as an abscess and antibiotics were prescribed. The physician also squeezed the tissue around the affected area and what he described as a "bunch of stuff" came out of the site. Subsequently, the issue resolved at the site. The complication was listed as inflammation and infection not confirmed with culture; however, antibiotics were prescribed. In addition, there were three other venous access sites (2 in the left common femoral vein and another 1 in the right common femoral vein) all of which were closed with mynx control venous devices. Regarding the initial procedure, the physician used an 8f and a 9f sheath in the left and an 8f and 9f sheath in the right, all of which were non-cordis sheaths. The physician exchanged the 8f sheath in the right for a different non-cordis sheath to perform the pfa ablation, and upon completion of the procedure, he downsized this site back to another 8f sheath in order to close with mynx control venous. The vcd was stored and prepped properly per the instructions for use IFU, and hemostasis was achieved on the procedural table without issue at all 4 access sites. The physician is a trained and certified mynx control venous user and has deployed over 80 mynx control venous devices successfully at this point. The devices were prepared and used according to the instructions for use (IFU). The approximate distance between sites in unknown; however, the sheath hubs were touching at the skin. There was no other closure device used in the affected limb. An ultrasound was not performed at discharge on the procedure. Symptoms resolved without sequalae. Additional details were requested but not provided. The devices were not available to be returned for evaluation. A product history record (phr) review of lot f2419206 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the phr review and the available information, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, a patient complained of groin pain and swelling at the access site in the patient's right common femoral vein after a previously performed a pfa ablation procedure with farapulse and use of a 6-12f mynx control venous vascular closure device (vcd) to close that site. The patient presented with what was described as an abscess and antibiotics were prescribed. The physician also squeezed the tissue around the affected area and what he described as a "bunch of stuff" came out of the site. Subsequently, the issue resolved at the site. The complication was listed as inflammation and infection not confirmed with culture, however antibiotics were prescribed. In addition, there were three other venous access sites (2 in the left common femoral vein and another 1 in the right common femoral vein) all of which he closed with mynx control venous devices. Regarding the initial procedure, the physician used an 8f and a 9f sheath in the left and an 8f and 9f sheath in the right, all of which were non-cordis sheaths. He exchanged his 8f sheath in the right for a different non-cordis sheath to perform the pfa ablation, and upon completion of the procedure, he downsized this site back to another 8f sheath in order to close with mynx control venous. The vcd was stored and prepped properly per the instructions for use IFU, and hemostasis was achieved on the procedural table without issue at all 4 access sites. The physician is a trained and certified mynx control venous user and has deployed over 80 mynx control venous devices successfully at this point. The devices was prepared and used according to the IFU. The approximate distance between sites in unknown however the sheath hubs were touching at the skin. There was no other closure device used in the affected limb. An ultrasound was not performed at discharge on the procedure. Symptoms resolved without sequalae. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.